Event description:
A malfunction occurred on the pump as reported by the caller. There was no adverse impact to the customer's blood glucose level. The pump displayed a resettable malf 12 code, which had been experienced three times before. The customer will continue to use the current pump, which remains under warranty until june 2026. Technical support arranged to send a replacement pump with updated software and provided instructions for the return of the malfunctioning pump. Training will be available in the customer's tandem source account, and the caller confirmed understanding of all procedures.